Event description:
It was alleged that a patient received discrepant results when testing with a coaguchek xs meter (serial number unknown). A sample from the patient was tested in the laboratory using an unknown method and the result was 2.8 inr. One hour after the laboratory test, a sample from the patient was tested using the meter and the result was 4.0 inr. 15 minutes after the first meter measurement, a sample from the patient was tested using the meter, resulting in a value of 6.5 inr. The patient's therapeutic range is 2.0 - 3.0 inr.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Manufacturer narrative:
No product was returned for investigation. The cause of the event could not be determined. H6 medical device problem and investigation conclusion codes were updated.